Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 146 mg/dl. Troubleshooting was done. Alarm history showed no delivery, signal too low alarm and low battery. Customer stated that the basal was not programmed before the no delivery alarm occurred. Advised that the insulin pump had unexpected restart to monitor and call back if issues recur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.